Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a severe low blood glucose event with readings below 40 mg/dl that required oral glucose (juice) provided by another person, and glucose levels took approximately 30 minutes to recover. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention, as medication in the form of oral glucose was required. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed that there was insufficient information regarding a device problem or component to determine a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.